Event description:
The customer reported that approximately 2 minutes into the procedure, they heard a loud noise from the spectra optia machine and then noted a leak in the centrifuge. Patient information is not available at this time. This report is being filed in response to the customer filing a medwatch report, which was found during an internal maude database search.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: . A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: the root cause of this failure was due to a manufacturing error in which the assembler failed to add the 2nd weld to the channel. Correction: manufacturing staff were made aware of this incident and retrained to the appropriate procedures.

Event description:
The customer declined to provide the patient's identifier, gender, age and weight. No medical intervention occurred for this event. The customer was able to continue the procedure on a different machine and disposable set.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. Upon evaluation, a leak was located on the bottom edge of the collect connector, and it appears the channel vinyl separated from the collect connector. After inspection of the returned channel, it was then determined that the second weld was missing from the channel. A review of the lot was conducted. There are no other reports of similar occurrences. Investigation is in process. A follow-up report will be provided.